Event description:
No patient injury was reported.

Manufacturer narrative:
Other text: b5 describe event or problem, g5 510k, h6 evaluation codes result and event problem patient code, and h10 additional manufacturer narrative. Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log found no evidence of the reported problem in the history. The reported problem was identified during functional testing. The root cause of the problem was the bleeding liquid crystal display (lcd). To resolve the problem, the lcd was replaced. D5 operator of device is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4).

Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in a damaged state. The front and rear housing were damaged. In addition, the pump's bleeding lcd screen displayed error code 1840 and 1861. Based on the results of the inspection, the investigator replaced the front and rear housing. The device passed all functional testing after this repair.

Event description:
It was reported that the pump exhibited the following alarm: "double beep no cassette." It is unknown if the product problem occurred during patient use.